Event description:
Hospital advised that a 500 ml bag of heparin was setup to infuse at a rate of 25ml/hr. At 1:00pm. At 4:30pm 50 ml was left in the bag. The volume infused displayed 63 ml and the vtbi was 437 ml. There was no consequence to the pt.